Event description:
It was initially reported that during a da vinci-assisted esophagectomy procedure, the bronchial artery was damaged during blunt dissection and bleeding occurred. During the process of controlling the bleeding with a vessel sealer extend (vse) instrument, a branch of the bronchial artery was damaged and the bleeding expanded. Hemostasis was achieved by placing 3 stitches by a cardiac surgeon. The patient lost 1,000 ml of blood. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the surgeon was performing blunt dissection around the branch of the bronchial artery with the monopolar curved scissors (mcs) when the injury to the bronchial artery occurred. The injury was described as a laceration. The surgeon said that he had control of the instrument and that the instrument did not slip and cause injury to the vessel. He was not in the wrong anatomical plane when the injury occurred. The surgeon did not observe any product issues and there was no unexpected movements of the instruments or system arms that led to the injury. It was difficult to stop the bleeding as the patient had complicated structure of vessels. There was another rather "thick vessel" lying beside the bronchial artery. When trying to stop the bleeding from the bronchial artery with the vse, the surgeon damaged the "thick vessel." The aortic arch was not injured. The procedure was converted to open to stop the bleeding and the bronchial artery and bronchial branch ("thick vessel") were sutured by a cardiac surgeon to achieve hemostasis. The surgeon attributed the injury to anatomical and technical issues. The vse instrument worked as expected. There was no sealing or cutting issues. Note: this MDR is being submitted to report the second vessel injury that occurred to a "thick vessel" while the surgeon was attempting to control bleeding with the vse instrument.

Manufacturer narrative:
Isi has not received the vse instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The surgeon attributed the operative complication to anatomical and technical issues. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures with the exception of the endoscope, a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. A site history complaint review shows no other complaints for this instrument. This complaint is reportable due to the following: during a da vinci-assisted esophagectomy procedure, the bronchial artery was lacerated initially during blunt dissection with a mcs instrument and bleeding occurred. While the surgeon was attempting to stop the bleeding with a vse instrument, a branch of the bronchial artery was also injured. The procedure was converted to open, and hemostasis was achieved by placing 3 stitches by the cardiac surgeon. The patient lost 1,000 ml of blood but was stable post-operatively. The surgeon attributed the cause of the bleeding to surgical technique and difficult anatomy. Note: refer to the MDR with patient identifier (B)(6) for information regarding the initial vessel injury (i.e. Laceration) that occurred during blunt dissection with the mcs instrument.